Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to palpitations, chest pain and anxiety. Upon interrogation, it was noted that the right ventricular (rv) lead had noise, and elevated sensing integrity counter (sic). As well, the patient's right atrial (ra) lead had oversensing. The patient had an ablation procedure prior to the lead measurements, however the lack of follow up did not indicate if the readings were due to the ablation surgery. Follow up was conducted to no avail. Both leads are still in use. No further patient complications have been reported as a result of this event.